Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received hardware low-level failure error. The customer also stated about having issues with entering auto basal. No harm requiring medical intervention was reported. Troubleshooting was performed and successfully cleared the alarm and the customer was able to rewind the pump. The device will not be returned for analysis.